Event description:
Caller reported a cartridge alarm 20 during the load process and confirmed cartridge alarms with consecutive cartridges. The customer¿s blood glucose level was high, and a correction injection via manual insulin delivery was performed. Customer was not incapacitated and required no additional assistance beyond normal help from a third party. Technical support decided to replace the faulty pump with one that has updated software, instructing the customer to wait before inserting a new sensor if using a g7 sensor.